Event description:
It was reported that the tsb35 was used during an unk procedure. It was reported by the affiliate that the staples would not deliver. There was no consequence to the pt. 03/27/1998 add'l info rec'd from affiliate. A second device was used to complete the case.